Event description:
Ventilator suddenly alarming "system alert" with red screen. Patient not breathing well, ectopy noted on the monitor, pulse ox 92%, taken off ventilator and bagged at 100%. Ectopy cleared. Ventilator and entire circuit changed out.